Event description:
It was reported that the pump experienced a malfunction. There was no reported adverse impact to the customer's blood glucose level. Technical support completed the pump reset, and malfunction did not recur. The customer chose to resume insulin delivery independently.